Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6) displayed a tcmid:05 (coolant diff failure) error message was confirmed based on the event log review and during functional testing. The probable root cause for the error message was a failure of the lm34 temperature sensor. The event log review indicated multiple tcmid:05 error messages, thus confirming the reported complaint. Tcmid: 07 (coolant temp high) error was also observed, related to the reported complaint. The root cause for both error messages was the failed lm34 temperature sensor. The thermogard xp ivtm system failed functional testing due to the displayed tcmid: 05 error message, confirming the reported complaint. The lm34 sensor was replaced to remedy the reported complaint. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard xp ivtm system with sn (B)(6).

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The distributor reported the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:05 (coolant diff failure) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.